Event description:
It was reported that the procedure was an elective percutaneous coronary intervention to treat multivessel coronary disease in the left anterior descending (lad), circumflex (cx) and right coronary artery (rca). The treated lesion was in the lad with a 60% stenosis. Pre-dilatation was performed with a non-abbott balloon (atm) with residual stenosis less than 40%. An implant (3.5x18) was deployed in the proximal lad and post-dilated with a nc trek 3.5 x 12 mm. The implant was confirmed to be fully apposed to the vessel wall on angiogram. An unknown xience stent was then deployed with partial overlap near the ostium to the first diagonal branch where the stenosis was also around 60%; however, the lesion had not been separately pre-dilated. The xience was post-dilated with a nc trek 3.0 x 15 mm; however, the 3 mm overlapping region was not post-dilated. A non-abbott guide wire was fixed with the xience stent by using the jailed wire technique. It could only be retracted by using significant force. The patient experienced angina pectoris symptomatic with a significant st reduction in ii and iii after the procedure was finished (around 30 minutes after the end). In-stent thrombosis was confirmed using angiography. During treatment of the thrombosis, damage was noted on the xience and thought to have been caused by removal of the guide wire which had been jailed during implantation of the xience. Several dilatations were performed with non compliant (nc) balloons. Due to the damage found on the xience stent a xience prime 3.5 x 15 mm was deployed and post-dilated, restoring timi iii flow. The patient is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A cine of the procedure was reviewed by an abbott clinical specialist. The cine confirmed the reported thrombosis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The reported patient effects of angina and thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.